Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted (B)(6) 2013, product type - catheter. (B)(4).

Event description:
Additional information received reported there was still no known cause to the patient overdose. The patient had been historically difficult to fill, but there were no further documented issues. The patient volume was checked ¿at time of change out¿, but specific volumes or further information was not provided. It was later reported that the cause of the overdose event was ¿difficult pump positioning-pump refill done under fluoroscopy¿. The pump contents were not aspirated for verification following resolution of the overdose, per the healthcare provider (hcp). The hcp further offered regarding the overdose ¿pump refill-medication leaked into pocket of abdomen¿. An ultrasound of the patient¿s abdomen was done in the hospital on (B)(6) 2013, although results were no reported. The patient was hospitalized as a result of the event, for monitoring. The patient subsequently underwent a scheduled pump replacement on (B)(6) 2013, at which time the catheter was found to be dislodged. The patient outcome was reported as recovered without sequelae as of (B)(6) 2013.

Event description:
It was reported that there was refill difficulty the week prior to the date of this report and the patient experienced overdose symptoms. The pump was in slanted position. The pump was accessed under the fluoroscopy. The expected volume was 10 ml and the actual volume was 3.5 ml. It was noted that a refill kit was used and vacuum created. Small amount of drug was infused and extracted during the filling process. When 40 ml of drug was infused in the pump, lateral view was checked to verify expansion of bellows. It was noted that when the patient walked back to the clinic, the patient¿s mouth felt ¿really dry¿ and she ¿did not feel normal.¿ the patient was taken back to ambulatory surgery center for hemodynamic monitoring. The patient remained hemodynamically stable but continued to complain of dry mouth and numb lips. About 30 minutes post refill, the patient suddenly turned blue and became non-responsive. Loss of consciousness was also reported. Cardiopulmonary resuscitation was initiated. Narcan was given which the patient responded. The patient was transferred via ambulance to the hospital. The patient was in intensive care unit being monitored but had been stable since transfer. The patient outcome was noted as no injury. The pump was being used to deliver morphine, baclofen and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information later received reported that the hcp's office 'pocket filled' the patient and caused the patient to 'die' twice in one day. The patient had a full cardiac arrest, unresponsive for 4 minutes .as soon as the patient got to hospital 'died again' and went into full respiratory arrest. The patient was in ICU (intensive care unit) for 5 days. Per the patient they gave her 800 times the legal dose of morphine and that's what killer her. The patient had to have pump replaced. The patient stated it helps the patient. The doctor's office claimed it was in a bad placement and that was the pocket fill issue. The patient stated they were scared to death of the patient. The patient's refill date was (B)(6). The patient was seeking a new hcp.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information later reported that per the patient their last pump was "put in wrong" and the patient had a pocket fill. This occurred (B)(6) of last year. The pocket fill resulted in cardiac arrest and respiratory failure the same day. Per the patient at the time she was "set at 13" with 4 boluses a day and "now I'm at .0000256". The pocket fill led to pump replacement.